Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The device has an alert saying that etco2 calibration is overdue. Further information included that the device's etc02 is not able to be calibrated. The user reports question marks. It was reported that the device failure was observed while in use on a patient. There was no adverse patient impact reported, a replacement device was used to continue patient care.